Event description:
It was reported that the insulin pump alarmed button error during a bolus attempt. The blood glucose reading was 114 mg/dl. The customer stated that the numbers kept scrolling and that she was unable to clear the alarm. The insulin pump had gotten wet. She also noted that she believed that it was a design flaw if button errors occur because of exposure to sweat. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump buttons function properly. No button error alarms noted. However moisture damage was noted on keypad traces. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners noted during visual inspection.